Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the pacemaker exhibited premature battery depletion. The pacemaker was explanted and replaced. The patient status is unknown.

Manufacturer narrative:
Field complaint of premature discharge of battery was not confirmed. Analysis performed exhibited normal device characteristics and no anomalies, with battery voltage at elective replacement indicator (eri) level. Longevity assessment was performed, and the implant duration exceeds projected longevity based on field settings indicating normal battery depletion.